Event description:
Patient received urinary drainage bag ("leg bag"). When connected the bag leaked. Bag was replaced with another bag from the same lot #. The new bag worked.no patient injury, but patient inconvenience. (Family member had to come in to return bag and obtain another.)======================manufacturer response for urine drainage bag, hollister (per site reporter).======================will call back within 24 hours.